Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure (MFR. Report no.: 3006630150-2024-03898) the physician discovered that the leads coiled behind the ipg with an extensive amount of subcutaneous tissue around the ipg. It was noted that one of the paddle wires was cut while the physician was trying to explant the ipg. The piece of the lead that was cut was removed and the other part of the lead was left implanted. The patient was reportedly doing well.